Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed an intermediate flickering in video processor image and front panel light emitting diode. The issue was found during reprocessing. There were no reports of patient involvement.